Event description:
It was reported that the patient presented via remote transmission. It was noted that the patient lost pacemaker connection and the device was unable to interrogated. Upon interrogation, it was determined that the pacemaker rf communication was not functional. The patient was seen in clinic to attempt restoration of rf function. The pacemaker was interrogated with two different programmers and it was noted that there were no indicator lights on the wand along with message ¿device not found¿. The surface rhythm strips were run, and the sinus rhythm was normal. Magnet application also showed no changes. There was no evidence of asynchronous pacing. The pacemaker was explanted and replaced. The patient had no symptoms or adverse events before, during and after the procedure.

Manufacturer narrative:
The reported event of premature depletion was confirmed. The device was received at end of life battery voltage. A longevity assessment was performed which indicated premature battery depletion based on the device usage. The device was cut open and tested at the bench. Final analysis revealed high current drain from hybrid circuitry, which was further isolated during testing to the integrated circuit. The root cause of the premature battery depletion was an anomalous component on the hybrid.

Event description:
New information received states that premature battery depletion was suspected based on estimated remaining longevity.